Event description:
The clinician reports, that the implant was inserted (B)(6)2018 in ada 13 of the patient's mouth. Details of surgery are reported as follows: ridge augmentation was performed at time of surgery. On (B)(6)2019, non- osseointegration of the implant was verified. Patient presented with bone type iii and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, pain and mobility. No furth

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The following was involved in this event: bone qlty type iii, inadequate bone quality / quantity, ridge augmentation, infection.